Event description:
It was reported that the device was exposed to magnets during an ablation procedure. The magnets were aligned on each side of the device, putting the device into reset mode. Towards the end of procedure, interrogation of the device noted device in backup vvi with no defibrillation capabilities. The device could not be reprogrammed. Device was explanted.

Event description:
It was reported that the device was exposed to magnets during an ablation procedure. The magnets were aligned on each side of the device, putting the device into reset mode. Towards the end of procedure, interrogation of the device noted device in backup...

Manufacturer narrative:
The reported field event of a hardware reset to backup dfo was confirmed in the laboratory via review of the device image. The device reset was due to a parity error. It was noted that a power-on reset also occurred. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The reset could not be reproduced. The root cause of the hardware reset and power-on reset could not be determined.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.